Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly; tearing/cuts/coring were noted in (sc) sutureless connector however no leaks were seen during testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient expired "without any relation to the pump therapy". The event was noted to have occurred "perioperative"; no further details provided. Per the reporter: "enterobrosis is the cause of the death". It was indicated that "telemetry was difficult pre-mortem and impossible after the death with the body being at cool temperature." Regarding the difficulty with telemetry, it was noted there were no changes in weight; no changes of the position of the pump. The pump was delivering lioresal.